Event description:
It was reported that the facility staff heard the alarm the last week, but were unable to determine that it was the pt's pump alarming until the pt began experiencing symptoms of withdrawal. The pump was replaced the next day. Interrogation of the pump revealed a motor stall had occurred in 2009 at 16:56; no stall recovery was noted. The pt was admitted to the hospital in fair condition two days after replacement. The pump contained lioresal 2000mcg/ml at 1,393.3 mcg/day utilizing flex dosing at the time of the event.

Manufacturer narrative:
Final device analysis of the pump revealed a reliability non-conformance. There was s2 corrosion and/or mechanical wear. There were a lack of menisci of lubrication on the jewels. The motor failed on the constant load test. Pul logs showed the pump has a couple of stalls/recoveries. These stalls were of a significant length of time. Motor resistance to case was greater than 2 meg; routing of the motor wires was normal. Visual inspection of the feed thru showed no anomalies. Inspection of gear wheel three showed significant corrosion and residue on some of the teeth, such that some of the teeth were partially corroded away. There was one main area where the teeth were corroded away causing the pump to stall. In addition there were three other teeth on the same gear that were partially corroded away. Moisture was found on the bottom side of the inner cover. When initially interrogated upon arriving the pump was not stalled. However, during internal decontamination it was shown that the pump was then stalled. X-ray noted that propellant level was acceptable. The pump head assembly and pump tube showed no anomalies. All three roller wheels turned freely. X-ray verified no roller arm movement.